Event description:
Per the clinic, the patient underwent skin flap revision surgeries in (B)(6) 2024 and (B)(6) 2025 (specific dates not reported) due to skin ulcer. Additional information has been requested but has not been made available as of the date of this report.

Event description:
According to the clinic, the patient developed an infection, which was treated with antibiotics (type not reported). Skin revision surgeries were performed under general anesthesia in (B)(6) 2024 and on (B)(6) 2025. Explantation has been planned but had not yet been performed at the time of this report.